Event description:
It was reported that the ventilator generated an alarm of high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, adjusting all printed circuit boards solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. A positive end expiratory pressure (peep) is maintained in the alveoli and may prevent the collapse of the airways. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective pcb's. The UDI information is not available since the device was manufactured before 2015.